Event description:
The report received from the field indicated that while preparing for an interventional endovascular procedure, the physician flushed the palmaz blue 6 x 12 mm stent mounted on a slalom delivery system and noted that the flush did not go through the device. A luer hub crack was noted. The product was not clinically used in the pt. Another product was used to complete the procedure successfully. There was no reported pt injury. Upon receiving the returned product for analysis, the distal stent struts were noted to be uplifted. No additional info was provided. Attempts to obtain additional info have not been successful as of yet.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.